Manufacturer narrative:
Device received on 9/6/2025. Investigation summary the reported complaint of unable to calibrate could not be confirmed. The device was tested and passed all tests without any issues.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2025 has been used as a placeholder. The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred on an unspecified date regarding a diana peristaltic pump 2.2. The report stated, "under delivering the amount selected." There was not patient involvement.

Manufacturer narrative:
Additional information b3.

Event description:
Additional information was provided stating that there was no patient harm and no delay in therapy.